Event description:
It was reported that (1) mcm30 was used during a esohagectomy procedure. It was reported by the affiliate tht the clip would not feed into the jaw properly. Opened another device to complete the case. No adverse pt outcome.